Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic (vats) in respiratory surgery and lung lobectomy, when the power handle was connected to the reload, zone three was displayed. After several times of opening and closing the jaws and the tissue compression, zone two was displayed and  firing was performed. However, when the firing has advanced one-fifth of its way through, the tissue may be too hard, and the knife automatically retracted and returned. The device was fixated in the tissue but eventually was removed. After that, the surgeon used two black 45mm reload to perform the resection on the tissue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# unknown. Sigpshell - sig power sigpshell control shell, lot# unknown. Sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at a half of the cartridge length. The jaw of the reload was open and the staple pushers were visible at a half of the cartridge length. The staple pushers on the proximal side were pushed back to the cartridge. Functionally, the reload was loaded into a representative pmv handle. The clamping mechanism was deformed and the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle and the jaws of the device remain closed on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device detected an excessive load. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.